Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the break in the channel tube and stickiness on the grip section malfunction: cause traced to stress problem identified; expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the choledocho videoscope exhibited a break in the channel tube and stickiness on the grip section. There was no patient involvement.